Event description:
It was reported that the ventilator shutdown multiple times with audible alarms while connected to the patient. Then patient was placed on another ventilator. No patient harm reported.